Manufacturer narrative:
The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: pfna blade (part #04.027.058s, lot # l097239, quantity 1); bolt ø4.9 self-tap l40 tan green (part # 459.400, lot # 5940855, quantity 1).

Manufacturer narrative:
A device history record review was performed for the subject device: part number: 472.115s. Synthes lot number: l288988. Release to warehouse date: 08.feb.2017 . Expiry date: 01.feb.2027. Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product development investigation was performed for the subject device: investigation selection investigation site: (B)(4). Selected flow: 5. Broken. Visual inspection: the product was returned in a packaging different from the original synthes bag. The laser marking was readable. Traces of use were visible and the nail is broken at the citrus shape from the nail. Inside the hole is a broken screw tap which was probably used to remove the nail from the patient. Dimensional inspection: the relevant dimensions were measured and have fulfilled the specifications. Especially, the citrus shape, where the nail was broken, could not be measured. Besides, during the manufacturing process these features were inspected through the inspection sheet was checked and no manufacturing error was found. This product was manufactured according to its specifications. Drawing/specification review: a DHR review was performed for the affected work order (B)(4)/lot l288988. During the review, no ncs or dcos were found. Therefore, no abnormalities or deviations were detected which could lead to the complaint description. Material review: for implants, there is no hardness test required. The raw material certificate was checked and the used raw material has fulfilled the specifications. Summary: this lot of (B)(4) was manufactured in february 2017 according to the specification. We are not aware of any other complaint for this article- and lot combination. The used raw material has fulfilled the specifications. Based on the evaluation results the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. Unfortunately, we are not able to determine the exact reason for this occurrence. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: DHR review was completed. Part number: 472.115s . Synthes lot number: l288988 . Release to warehouse date: 08.feb.2017 . Expiry date: 01.feb.2027 . Manufacturing site: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Date of postoperative pfna nail breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient was implanted with proximal femoral nail antirotation-ii (pfna.ii) system on an unknown date. After few months, the patient appeared with broken pfna nail, which was broken at the blade insertion hole. Surgeon had removed the implants on (B)(6) 2017 and used other implants to fix the fracture. Concomitant device reported: pfna blade (part # 04.027.058s, lot # 0123, quantity 1). This report is for one (1) pfna-ii ø10 sm 130° l200 tan. This is report 1 of 1 for complaint (B)(4).